Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with implant detect. Implant detect status is still set to on. Implant detect must be set to off/complete for lead diagnostic data to be stored. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. No lead diagnostic data available.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.